Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg was displaying the early replacement indicator. The abbott representative confirmed the ipg was at end of life. Surgery may be pending to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Follow up identified that the ipg was explanted and replaced.